Event description:
It was reported patient experienced ineffective therapy after a fall. Diagnostics showed high impedances on the left lead. As a result, the left lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. A patient experienced high impedances was reported to abbott. The patient¿s lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.